Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device exchange, noise resulting in oversensing was observed on the right atrial (ra) lead due to suspected insulation damaged. The ra lead was capped and replaced. The patient was stable.